Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for an evaluation. A review of the device history record indicates the device met all inspection and test criteria prior to release. The device was functionally tested and was found to be non-hermetic, leaking at a rate of more than 1.0 l/min. The most likely root cause was determined to be excessive pulling/twisting on the tubing during use. The instructions for use (IFU) states: "avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff." The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the device had a tear going through the straps where it ties. They were placing it on the patient when it tore. There was no patient injury, medical intervention, and extended procedure time reported was minimal.